Event description:
It was reported that pericardial effusion (pe) occurred post procedure. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pre-existing pe noted. Venous access was obtained and transseptal puncture (tsp) was performed under tee using versacross connect (vcc) transseptal system through a watchman trusteer access system (was). It was noted the vcc radiofrequency (rf) wire was advanced and pulled back many times to get adequate position on the septum. There was difficulty visualizing the wire due to patient anatomy. After manipulating, tracking multiple times and reshaping the vc connect dilator, we were able to visualize the sheath and wire on septum. Intracardiac echocardiography (ice) and fluoroscopy imaging was utilized for the implant portion of the procedure. A non-boston scientific pigtail catheter was inserted. A 24mm watchman flx pro closure device and delivery system (wd) was advanced and positioned at the laa then subsequently deployed, requiring zero recaptures in a posterior chicken wing laa anatomy. The procedure was concluded. Two (2) days post index procedure, the patient was admitted to the intensive care unit (ICU) with cardiogenic shock following a small to moderate pericardial effusion, appeared to be around right ventricle. The pe is small to moderate, and did not change over the weekend. No drain was required, and the patient only required pressor medication management. The patient was in stable condition currently recovering in the hospital and they have been released with no further interventions. No malfunction of product was noted during procedure. The patient was on aspirin and plavix at the time of the event. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.